Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving morphine via an implantable pump for spinal pain indications. The patient stated the morphine wasn't helping her either since implant or at times they were taking out more medication. The agent could not gather more information as the patient hung up. The patient stated the lady was just there today and said to call mdt. The agent reviewed information and redirected the patient to their healthcare provider to further address the issue.